Event description:
Per additional information provided: on (B)(6) 2020 - patient was diagnosed with large intrascrotal right inguinal hernia thereby underwent open repair with the implant of perfix plug light. Per operative notes, ¿hernia was dissected up to the floor of the inguinal canal and then reduced on mass back into the abdomen. An extra-large perfix plug was then placed into the defect and tacked in separate places along conjoined tendon and the shelving edge of the inguinal ligament. The in using the onlay patch an opening was made to accommodate the cord structures and it was placed around the cord.¿ on (B)(6) 2020 - patient was diagnosed with bladder outlet obstruction secondary to bph, acute urinary retention thereby resection of transurethral prostate. Per operative notes, ¿the posterior urethra was noted to have a gross obstruction.¿ attorney alleges that the patient had adhesions, bowel obstruction and perforation, hernia recurrence, fistulae, infection, pain & suffering. It was also alleged that the patient had sepsis, infection, abdominal pain, right groin pain, urinary retention, transurethral resection of the prostate, prostate hypertrophy, urinary tract symptoms, diverticulitis, encephalitis, colon and intestinal ulcers, weight loss and others.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 weeks post implant of perfix plug light, patient was diagnosed with obstruction and acute urinary retention thereby underwent hernia repair. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 weeks post implant of perfix plug light, patient was diagnosed with obstruction and acute urinary retention thereby underwent hernia repair. Addendum: this is an addendum to the initial emdr submitted (MDR number 1213643-2024-094587). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and subsequent surgical intervention. No autopsy report, or death certificate have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: b2 (outcomes attributed to adv ev), b4, b5, g3, g6, h1, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2020 - patient was diagnosed with large intrascrotal right inguinal hernia thereby underwent open repair with the implant of perfix plug light. Per operative notes, ¿hernia was dissected up to the floor of the inguinal canal and then reduced on mass back into the abdomen. An extra-large perfix plug was then placed into the defect and tacked in separate places along conjoined tendon and the shelving edge of the inguinal ligament. The in using the onlay patch an opening was made to accommodate the cord structures and it was placed around the cord.¿ (B)(6) 2020 - patient was diagnosed with bladder outlet obstruction secondary to bph, acute urinary retention thereby resection of transurethral prostate. Per operative notes, ¿the posterior urethra was noted to have a gross obstruction.¿ attorney alleges that the patient had adhesions, bowel obstruction and perforation, hernia recurrence, fistulae, infection, pain & suffering. It was also alleged that the patient had sepsis, infection, abdominal pain, right groin pain, urinary retention, transurethral resection of the prostate, prostate hypertrophy, urinary tract symptoms, diverticulitis, encephalitis, colon and intestinal ulcers, weight loss and others. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an bard/davol perfix light plug on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against perfix light plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device and wrongful death of the patient. It is also alleged that the patient experienced emotional distress and the device was defective.